Manufacturer narrative:
There are no known system issues that may have contributed to the discordant false positive advia centaur xp troponin test results. It is suspect that a sample interference substance is the likely cause. The pt sample was treated with a heterophilic blocking tube and the advia centaur xp troponin result was negative. The IFU states: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional info may be required for diagnosis." The instruments are performing within specifications. No further evaluation of the device is required.

Event description:
A repeatedly false positive advia centaur xp troponin ultra result was obtained on a pt sample when compared to another test method. The pt was admitted to the hospital and ECG performed. There was no known report of adverse health consequences due to the discordant troponin ultra results.